Event description:
It was reported that the pump declared alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge, following the proper technique, and successfully resumed insulin therapy. No additional reports of similar alarms with this pump were noted. Original cartridge lot numbers were unavailable.